Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker with this right ventricular (rv) lead had an increase in pacing impedance measurement of more than 2000 ohms. The pacing threshold was stable. Episodes of muscular noise was noted due to the automatic unipolar pacing switch. A revision was scheduled. No adverse patient effects were reported. The lead and device remain in service. Additional information received. The cause of high pacing lead impedance measurement was not known. The field representative only had a report from the physician of the muscular noise. The lead was repositioned. No other information available. The field representative was not present in the revision. No adverse patient effects were reported.